Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds but with stable impedance. This lead was repositioned and remains in service. No additional adverse patient effects were reported.